Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: a review of the pump¿s black box history showed that the last basal delivery and last bolus delivery were on (B)(6) 2015. No alarms related to the complaint were shown in the alarm history. During testing, a delivery accuracy test was performed and the pump was found to be delivering accurately. The pump was programmed with a 2.0u/hr basal rate and exercised for 24 hours; the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. No errors or warning occurred during testing. The total daily doses correctly reflected the user's programmed basal and bolus deliveries. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were inaccuracies with the pump's delivery. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.